Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damaged / broken. Visual inspection: the plate is broken apart at the crossover between hole 12 and 13 counted from the end of the longer side. The plate was bent out of plane before it broke and there are deep nicks in the area of the fracture visible. The rest of the plate is bend in different directions for contouring, there are all over the plate clearly visible nicks from a bending tool. The shorter end of the plate was cut between hole 15 and 16 for length adaptation. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Document/specification review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 20 hole recon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 20 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The certificate of the raw material was reviewed during the performed device history review and meet specification. This matrix mandibula reco plate is made of pure titanium. The matrix mandible plating system surgical technique (dsem/cmf/0814/0025(2) 10/15) was reviewed. Following relevant statements were found. Warning: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique precaution: - minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. Summary the complaint is confirmed as the plate is broken apart as complained. Based on the findings above a manufacturing related issue can be excluded. There was no information provided which bending tool was used, also how the tool was used is unknown. The several very deep nicks in a short distance next to the breakage indicate that the plate was exposed to high forces in this area. Also there are deep nicks on both sides of the plate in the fracture area, while on other contoured places the nicks are only on one side. This is a indication for back and forth bending and as stated in the surgical technique should reverse bends be avoided as this weakens the plate and can finally lead to a breakage. Based on the provided information; the breakage occurred during contouring- we conclude that high applied mechanical force had led to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 04.503.738s, lot: 1l68216, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: october 02, 2018, expiry date: september 01, 2028 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in elmira part: 04.503.738, lot: h690968. Device history review on 13 july 2020. Part number: 04.503.738, lot number: h690968, part manufacture date: july 25, 2018 , manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix mandible 20 hole recon plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 20 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review the lot quantity of 20 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a surgery when during the plate bending, the plate broke. The surgery was completed successfully with a thirty (30) minute delay. The plate had been bent a few times. Concomitant devices: unknown bending iron (part# unknown, lot# unknown, quantity# 1). This report is for one (1) ti matrixmandible 20 hole recon plate 2.5mm thick. This is report 1 of 1 for (B)(4).